Manufacturer narrative:
No product information or product has been received for evaluation. No radiographic images of any kind have been provided. Multiple attempts to gain more information have been made with no response. Unknown device not returned.

Event description:
Received information stating patient had undergone an unknown surgical approximately a year ago. As per reporter the bottom screw is broken and backed out.